Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse called in to report customer was hospitalized for high blood glucose. Customer blood glucose level was over 700 mg/dl. During troubleshooting, the insulin pump was found to be functioning properly and it was discovered that the customer had been filling the reservoir with cold insulin. Customers blood glucose level was 229 mg/dl during reporting. Nothing further reported.